Event description:
On may 5, 2024, around 8:30 pm, the night shift nurse reported a possible icy catheter (lot #unknown) leak during the ivtm therapy. The day shift nurse reported that the saline bag got emptied a few times, and the thermogard xp ivtm system generated an air trap warning alarm. Per the night shift nurse, the patient was a post-cardiac arrest patient in the 'initiation' phase and had not reached the target temperature all day as therapy was started around noon. Zoll tm instructed the night shift nurse to perform a leak check. The nurse noted blood backing up upon aspiration, confirming a catheter leak. The reporter was unsure of the exact number of emptied saline bags, suspecting 2 to 3 bags, and no leak check was performed before replacing the saline bag. The temperature was maintained using a standard cooling blanket for a short period of time. The icy catheter was replaced with another zoll catheter to resume and complete the ivtm therapy using the same thermogard system. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted if and when the product is returned and the investigation has been completed. Around three 500 ml bags of sterile, cold saline entered the patient's vasculature. Administration of sterile, cold saline i.v. Up to 1.5 l is one of the common treatment methods at hospitals, and it should not harm a patient. It seems that the customer should benefit from additional training on how to handle suspected catheter leaks. The fluid ran into the patient's vasculature is an anticipated event, and the event's relationship to the device is causal. Based on available information, no patient effect was observed.